Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test due to the prime anomaly. The insulin pump was received with normal operating currents.

Event description:
The customer reported high blood glucose levels over 300 mg/dl for three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but failed the high pressure test. The customer also stated that the insulin pump sometimes vibrates for no reason. Advised the customer that the insulin pump would be replaced. Nothing further was reported.